Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. As alleged, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. As alleged, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent robotic assisted laparoscopic repair converted into open repair with the implant of bard flat mesh. Per operative notes, ¿there was more of an attenuation of the abdominal wall than an actual hernia. The bard flat mesh was secured circumferentially with the fascial stapler.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿there was a significant abdominal wall weakness in the left lower quadrant. The previously placed mesh had significantly stretched where there was a ballooning in the central portion of the mesh creating abdominal wall defect. The bard flat mesh was then imbricated using sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿the hernia was identified lateral to the previously placed mesh. The fascial margins were identified and reapproximated utilizing the old bard flat mesh medially using sutures.¿ attorney alleged that the patient had pain and hernia recurrence. It was also alleged that stretching of mesh creating a ballooning in the central portion of the mesh, this led to an abdominal wall defect.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 3 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, infection, inflammation and material deformation thereby underwent revision surgeries. Per op notes, "mesh had significantly stretched." The instructions-for-use supplied with the device lists hernia recurrence, infection, inflammation as possible complications. Regarding infection the warnings section of the instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of manufacturing records shows product was manufactured to specification. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.